Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. A clog test was carried out on the returned samples and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that fluid was not coming out of the bd nano¿ 2nd gen pen needle. The following was recieved by the initital reporer: verbatim: the patient reported that fluid did not come out smoothly. It is unclear if this event occurred during priming or during insulin injection.

Event description:
It was reported that fluid was not coming out of the bd nano¿ 2nd gen pen needle. The following was recieved by the initital reporer: verbatim: the patient reported that fluid did not come out smoothly. It is unclear if this event occurred during priming or during insulin injection.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.